Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider and a patient regarding a trial patient who was using an external neurostimulator (ens) for urge incontinence; the trial began (B)(6) 2020. It was reported the patient had excruciating pain in the vaginal area when they tried to turn on the trial components yesterday. The caller was not with the patient at the time of the report and did not want to turn stimulation on. They planned to follow up with the patient's managing healthcare provider to determine if they should have stimulation on, and which program they should use. The patient later reported they were experiencing a lot of pain in recovery and they turned off their programmer. There were no device issues reported, and no further patient complications are anticipated or expected as a result of this event. Additional information was received from the patient. They reported that the patient is not able to void very much during the day. They even strains to void and barely gets anything out. It hurts the patient to try any harder. The patient also leaks a lot during the night, more now than before. The patient was experiencing a lot of pain when they urinates and also has blood in their urine. Their nurse said this has been reported to the doctor. The patient stated that they believe they have a urinary tract infection (uti) and they just sent a sample to the hospital for testing.